Event description:
Information received indicates both foot end casters are not locking when the brake is engaged.

Manufacturer narrative:
The technician found the caster stems were broken. The technician replaced the brake and brake/steer casters to repair the bed.